Event description:
It was reported that there was no audio on the dinamap pro 1000 pt monitor. It is presumed to be due to speaker hardware failure. There was no report of pt involvement. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
The occupation of the initial reporter is unk.